Event description:
It was reported to boston scientific corporation that a resolution clip device was used during colonoscopy procedure on (B)(6)2009. According to the complainant, during the procedure, the clip came out of the sheath but would not open up all the way. The physician completed the procedure with another resolution clip device. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).